Manufacturer narrative:
Integra has completed their internal investigation on december 8, 2017. Results: evaluation of returned device; the isolating sheath is not compliant to manufacturing sheath specifications. This sheath has been replaced by a third party. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family monopolar hook for the past 12 months is 0,00013% complaints /product uses. This is not a statistically adverse trend. Conclusion: the instrument has been repaired / modified outside of integra by an external contractor no qualified by integra. This modification could have weakened the instrument and led to the reported event.

Event description:
It was reported that during a cholecystectomy, it was noticed the presence of coating fragments in the surgical site. The hook was intact at the beginning of the procedure. No clinical consequences for the patient.